Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported deflation issue, the difficult to remove the device and the protective sheath issue were unable to be confirmed due to the returned condition of the device and the protective sheath not returning. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported. The investigation determined the reported deflation issue, the difficulty to remove the device and the protective sheath issues appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the moderately calcified right common iliac artery. The target lesion was pre-dilated with an unspecified balloon, and an unspecified stent was implanted. Prior to the procedure, it was noted that more than normal effort was used to remove the protective sheath from the 7 mm x 40 mm x 135 cm armada 35 balloon dilatation catheter (bdc), but it did come off after a little extra force was applied. The bdc was advanced to the target lesion and was inflated once to 8 atmospheres without issue; however, the balloon failed to deflate. Negative was held for approximately eight minutes and the balloon did not deflate. Resistance was felt when attempting to remove, since the balloon was still inflated. A guide wire was advanced to puncture the balloon but was unsuccessful. The physician cut the catheter approximately 2 inches from the hub to see if that would help deflate the balloon and that did not work. A 6f x 30 cm sheath was advanced over the catheter encapsulating/compressing the balloon, the balloon deflated slowly and was eventually withdrawn into the sheath and removed. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.